Event description:
It was reported that the health care professional (hcp) requested a review of the presenting electrogram (egm) for this cardiac resynchronization therapy defibrillator (crt-d) due to possible left ventricular (lv) lead loss of capture (loc). Technical services (ts) was consulted, discussed a change in morphology on the lv and shock egms which may indicate lv loc or possibly fusion. Ts recommended in clinic threshold test. This crt-d system remains in service. No adverse patient effects were reported.